Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. Two months postoperatively, the lens vaulted in a z configuration and the pt's uncorrected distance vision decreased from 20/20 (initial postop ucva) to 20/50. Mrse postop is +1.00 - 2.75 x 023 with 20/20 bcva. Examination reveals significant anterior capsular contraction. Intervention is planned to reposition the lens. Additional info is being requested from the physician.